Event description:
Philips received a complaint from customer biomed, reporting the display of the v60 ventilator was dim. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme requested the details for replacement part order.

Manufacturer narrative:
H10: the biomed engineer (bme) confirmed the material required is currently not available, therefore, repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The customer was provided part details for the material, user interface (ui) assembly without navigation ring, needed to conduct the repair of this unit. The material recommended for replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.